Event description:
A nurse manager reported that a black mark was noted on an intraocular lens (iol) before it was placed in the patients' eye. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/06/2009 by mail. A completed questionnaire was received on 01/19/2009.